Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. A compromised force sensor alarmed during basic occlusion test due to loose or protruded drive support disk.

Event description:
Customer reported his insulin pump alarmed last night during an infusion set change. Customer's blood glucose was 123 mg/dl at the time of the incident. The drive support cap is sticking out. Customer stated he dropped the device about four days ago. He was able to prime the device until last night when it alarmed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)